Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for wound drainage. The wound at the ipg pocked site was open. As a result, the patient underwent surgical intervention wherein system was explanted to address the issue.